Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -10.00/+1.0/016 (sphere/cylinder/axis), in the patients eye on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to a cataract developed. The lens was replaced with an iol. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with debris on the lens. Visual inspection found no visible damage to the lens with debris on the lens. Claim #: (B)(4).

Manufacturer narrative:
H6: health impact - additional surgery: 4625 - phacoemulsification (cataract surgery), iol implanted. B3: date of event (B)(6) 2022. B5: the reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -10.00/+1.0/016 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to low vaulting and the development of a cataract (nuclear sclerotic), observed on (B)(6) 2022. Phacoemulsification (cataract surgery) was performed and an iol was implanted. The problem was resolved. The cause of the event was due to the device. D6b: (B)(6) 2022. Claim # (B)(4).